Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that he performed troubleshooting and was able to deliver the bolus. Customer requested not to troubleshoot. Customer's blood glucose was unknown. Advised the customer to monitor and report back if issue persists. No further information provided.